Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary:the controller was not returned for evaluation. The reported "loose power port" event could not be confirmed as the device was not returned for analysis. Log file analysis was not performed since log files were not available for analysis; therefore the "switching" event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of loose power port connectors may be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Based on historical review of similar events, the most likely root cause of the premature power switching event can be attributed to momentary disconnections or communication errors between the controller and battery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s controller had loose power ports on both connections. It was further reported that the controller would switch between the two battery connections. The controller was exchanged. No patient complications have been reported as a result of this event.